Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported difficulties could not be determined. The reported tissue damage (vascular injury) is listed in the proglide instructions for use, as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in a right femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, the suture of the proglide device went through the posterior wall. Retrieval of the proglide device was attempted; however, the foot plate was unable to be retracted. The vessel was incised and the puncture site enlarged in order to remove the proglide device. The vein was damaged and required surgical repair. The sheath was upsized to a 24f and the mitraclip procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.